Event description:
Additional information provided by the customer 04feb2021: the date of the occurrence was unknown. The device is reprocessed in an oer-pro and stored upright in a storage cabinet. The device sustained damage resulting in the first failed leak test. There were no anomalies observed during inspection. Devices are leak tested after each use and if damaged sent to olympus for repair.

Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. . The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 3 preparation and inspection . 3.2 inspection of the endoscope . Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: there is a possibility that peeling of the glue on the distal end occurred because some external force was applied to the distal end. About 2 years and 4 months have passed since the device was manufactured, and it is possible the device was affected by aging/use deterioration.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the device is leaking from the elevator inlet. The forceps cover glue is peeling. The rubber glue is cracked. The camera switch is corroded and not functioning. The elevator channel is loose. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an evis exera ii ultrasound gastrovideoscope, the scope failed the leak test. There is no patient impact related to this occurrence.